Manufacturer narrative:
The dvd related to the reported event was received on september 9, 2019. It was evaluated with two smes (subject matter experts). Implantation of the lens was observed. Lens unfolding and the use of I/a (irrigation/aspiration) device after insertion was also observed. The video was carefully reviewed but no signs of foreign material could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the device was not returned for evaluation (the lens remains implanted). The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed and no non- conformance reports (nc), discrepancies or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign material came out with the intraocular lens (iol) when the iol was being implanted. The foreign material was removed from the eye by irrigation/aspiration (I/a) and there was no problem in the subsequent course. There was no patient injury reported. No further information provided.